Manufacturer narrative:
Na.

Event description:
It was reported that the s70 ultrasound system displayed a message "probe not supported" when the catheter was plugged into the s70 ultrasound system. Caller reseated the transducer without resolution. Caller rebooted s70 ultrasound system without resolution. The catheter was replaced, and the issue was not resolved. Caller switched to the medtronic ultrasound machine and the issue was resolved. The procedure was continued. 2 replacement catheter requested. Software version 8.1.1.944 medtronic generator was in use.